Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2022 with epistaxis lasting for 12 to 14 hours from the left side. The patient also presented with covid symptoms and tested positive for covid-19. The patient stated he had been rubbing his nose due to the nasal congestion. The bleeding was managed with afrin, merocel packing, and by applying direct pressure. The patient was discharged on (B)(6) 2022 in stable condition and was advised to return to the emergency room if symptoms worsened.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6). , and the reported epistaxis could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6). Were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.